Manufacturer narrative:
Lot 17h046 was manufactured august 24, 2017 ¿ august 26, 2017. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a small volume folfusor. The exact location of the leak was not specified. The leak was identified at the hospital. There was no patient involvement. No additional information is available.